Event description:
Reporter indicated that vns pt was diagnosed with central sleep apnea. Treating neurologist reportedly believes that the apnea is due to the pt being on too many drugs. Investigation to date has been unable to determine whether the vns therapy is a contributing factor to the reported event.